Event description:
It was reported that the customer just finished lunch and the pump was unable to bolus. Customer kept the insulin pump in her bra and there was some sweat exposure. Customer's blood glucose level was 251. Customer pressed bolus and nothing happened. The buttons were unresponsive. Customer bolused on her son's pump to treat. Customer removed the battery and put it back in. Pump is stuck in suspend mode. There is also a crack on the left hand side of the screen. The damage is running along the face to the reservoir compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: act and esc buttons did not respond due to flattened button dome switches. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.(B)(4).